Event description:
It was reported that the itrak 3500l system would not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the sun computer and re-loaded the calibration files. The system was tested and found to be working as intended and placed back into service.